Event description:
Vertigo, unable to stand; in 2018 breast implants allergan natrelle smooth placed, 2019 extreme fatigue, muscle and joint pain, skin changes, insomnia, raynauds, hypothyroidism, hormone imbalances, now vertigo that was sudden and extreme onset. Unable to walk for 2 days and still lingering. FDA safety report ID# (B)(4).